Event description:
Patient reported they were injected with juvéderm® volbella¿ with lidocaine in dark circles, then roughly 2 and a half years later was injected with juvéderm® voluma¿ with lidocaine in the malar area. Patient also received juvéderm® volite¿ at an unspecified time and injection location. Approximately 6 months after the most recently reported injection [juvéderm® voluma¿ with lidocaine], patient developed "generalized facial edema, with extreme pain, in dark circles under the eyes, cheekbones, zygomatic arch and chin." Patient also reported they had an "inability to chew" and "weight loss". Four days after the events started, patient underwent a urine test in which the culture was positive for klebsiela. Events are ongoing. This is the same event and the same patient reported under MDR ID#3005113652-2022-00328 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2022-00329 (allergan complaint #(B)(4)) this MDR is being submitted for the suspect product juvéderm® volite¿.

Manufacturer narrative:
Concomitant medical products: juvéderm® volite¿. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of klebsiela infection (not device related) is considered an unexpected adverse drug experience.